Manufacturer narrative:
E1: initial reporter address:(B)(6). The device was received for evaluation. During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). A review of the history log revealed multiple events of system error 345. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be downstream thermistor was found out of calibration and the force sensor requires replacement to address this issue.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.